Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia universal straight 60-3.5 single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the loading unit was loaded into a pmv representative instrument (idrive ultra powered handle for functional testing. The loading unit loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the loading unit was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was confirmed. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic right hemicolectomy. Customer states: used with an I-drive. Prior to the first fire, firing stopped after pressing a blue button. A surgeon stopped using it. Opened another. The current patient status: good. No patient harm. No further incident. The patient gender, age, and weight are not provided. Tissue was not thick. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.